Event description:
Information was received from user facility (uf) via a manufacturer representative regarding the device used spinal therapy. It was reported that the extenders were bent. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3. Device evaluation summary: product analysis # (B)(4) :part # 6550017, lot # kh19g711 visual and optical inspection confirmed the extender is worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.